Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017 due to high blood glucose. The cause of death was heart attack. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was 970 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected by the customer within less than 48 hours prior to passing. The customer was using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Event description:
Caller clarified that the device will be returned for analysis.

Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. However, pump received with intermittent act button response. Unable to determine root cause due to pump preservation. Pump received with no battery installed. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, scratched reservoir tube window and minor scratched lcd window. Data analysis: there is no data listed for the dated of "dec. 18, 2018" due to pump received without battery installed. Pump received with intermittent button response due to flattened act button dome switch. The keypad connector on j2/lcd is locked properly during visual inspection.